Event description:
It was reported that the patient was brought to the electrophysiology lab for probable right atrial (ra) lead dislodgement. It was found that the implantable cardioverter defibrillator (ICD) and leads were twiddled 3x and fluoroscopy revealed loss of slack and positions on all leads. The physician elected to replace all the leads. The ICD remained implanted. This was completed successfully. The patient was stable before, during and after the procedure.